Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found evidence of reported problem. Testing was performed by attaching the cassette into pump and observing for reported issue. The customer's reported problem was verified. The pump displayed "cassette not attached properly" alarm message during testing. Investigation found contaminate of corrosion on the pump by the latch/lock and occlusion sensors. Investigator concluded that the "cassette not attached alarm" issue was possibly caused by fluid ingression leading to corrosion on the pump by the latch/lock and occlusion sensors. Service replaced the faulty latch/lock flex sensor to correct the reported problem. The root cause of the reported problem was the faulty latch/lock flex sensor.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed cassette not attached alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.